Manufacturer narrative:
(B)(4). The lot was manufactured october 22, 2016 ¿ october 24, 2016. The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow event with a small volume folfusor. The device was filled with 4700 mg of fluorouracil diluted with sodium chloride for a total fill volume of 96 ml. The device did not infuse at all. There was no report of patient injury or medical intervention associated with this event. No additional information is available.